Manufacturer narrative:
One medfusion 4000 pump was returned for analysis with light scratches on the keypad. The power up process was checked along with the battery diagnostics. The analysts found battery communication timeout at power up and all battery values were n/a. The battery was disconnected. The battery was plugged in and fully charged. Functional testing was performed, and the device passed all testing.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump was reported to have displayed a battery communication failure. There was no patient involved.